Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed a pump reset; however, a specific cause for this finding could not be conclusively determined through this evaluation, as the controller event log file did not include data from the time of the pump reset event. The submitted lvad event log file contained events from (B)(6) 2024 at 5:49:36 through (B)(6) 2024 at 6:21:23, per the timestamps. The file captured a pump reset on (B)(6) 2024 at 8:52:11; however, a specific cause for the pump reset could not be conclusively determined, as there is no controller event log file data from this timeframe. No other atypical events were captured, and the pump appeared to be operating as intended. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), with no further related events reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) rev. C is currently available. Section 7 of the IFU, ¿alarms and troubleshooting¿, describes alarm conditions, as well as the appropriate actions associated with them. The heartmate 3 lvas patient handbook is also currently available. Section 5 of the patient handbook, ¿alarms and troubleshooting¿, outlines system controller alarms as well as the appropriate actions associated with them. The patient handbook also contains a section on handling emergencies, which includes instructions in the event the pump stops. The IFU and patient handbook also warn of events that may cause the pump to stop and how to prevent pump stops from occurring. Furthermore, the patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
Review of the pump event log file revealed a pump reset event on 22mar2024 at 8:52:11.